Event description:
It was reported that a lead fracture was suspected on the right atrial (ra) lead. It was noted that a remote transmission approximately two weeks prior had indicated an atrial polarity switch and high impedance. During a device check, atrial unipolar and bipolar impedances were infinite and no capture or sensing were noted. The patient did not display symptoms and a chest x-ray could not identify a definite fracture. The lead was turned off and the patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.